Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00217. This report is related to a (B)(6) patient. It was reported the patient's ipg and lead were explanted due to infection. Further information related to the event is unknown at this time.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-00217. Follow-up revealed the infection resolved over time.